Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. D4: the UDI number is not known as the part and lot number were not provided

Event description:
It was reported that the procedure was to treat a calcified right coronary artery. The unspecified balance middleweight universal ii guide wire is placed in the lesion and an unspecified ivus becomes stuck at the transition point of the guide wire between the radiopaque segment and higher up the shaft. During removal resistance was met with the unspecified ivus. An non-abbott guide wire was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. It was reported that an intravascular ultrasound (ivus) encountered resistance during advancement and removal over the wire. Factors that may contribute to difficulty advancing or removing a ivus over the guide wire include, but are not limited to, inner diameter of the ivus, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the ivus or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.